Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine 2.702 mg/day via an implantable pump. Indication for use was non-malignant pain and other chronic/intractable pain (trunk/limbs). The date of the event was approximately (B)(6) 2019. It was reported at the last pump refill a couple of weeks ago the healthcare provider (hcp) asked if there were any errors. Per the patient the hcp he did not think the pump was working. The patient did not know if the pump was working and did not feel like it was working. There were no alarms. The nurse had been trouble accessing the refill port on her pump they try 2 or 3 times and now the hcp does the refill under fluoroscopy. Since the refill in (B)(6) the patient had a lot of pain problems and muscle cramps. Prior to this, the patient felt as though her pump was working and she never had to use boluses. The last three months the patient did not feel like she was getting any medicine, so she keeps trying. One time it said error, so the patient tried again, and it wor ked. The lockout parameters were 6x day, 1x 60 minutes, 8x 24 hour. The last refill date was (B)(6) 2019. The patient¿s next refill is (B)(6) and the hcp told her he would do a different kind of test at that time. No further complications were reported.